Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-dec-2025, it was reported by a sales representative via (B)(4) that an ar-3610ct straight spear fibertak drill bit was bound up, stuck and would not come out. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-3610ct straight spear CT fibertak, batch 0072437, was received for investigation. Visual inspection revealed a broken drill inside the device, with the drill tip bent. Functional testing could not be performed due to the extent of the device's damage. The observed damage is most consistent with use-related factors, such as misaligned insertion and/or prying or leveraging of the drill during use, resulting in bending and fracture. Based on the physical evidence observed, the complaint allegation is confirmed. Refer to the attached investigation photographs.